Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a dark line on the bottom of the image. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the jet tube has foreign objects. The issue occurred during reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the jet tube has foreign objects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause was not able to be conclusively identified as to why foreign material or what type of foreign material remained in the device. The event can be detected and prevented by following the instructions for use which state: the instruction manual olympus gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event and the instruction manual olympus gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. In addition, the following non-reportable malfunctions were found during the device evaluation: the air water cylinder has no color, the suction cylinder has no color, the forceps channel port has a dent, switch 3 is damaged, the plug unit has a scratch, due to a chip in the objective lens the image has a dark area partially, due to wear of the angle wire bending angle in up direction does not meet standard value, the objective lens has a crack, the light guide lens has a crack, the bending tube is damaged, the adhesive on the distal end rubber has a crack, the connecting tube is snaking and has a wrinkle, due to clogging of the jet tube in the control unit water cannot be supplied. Olympus will continue to monitor field performance for this device.